Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection showed no defects. The reported condition was not confirmed. The investigation found the jaws opened and closed smoothly. The device was received with the jaws open. This device is designed to not allow the jaws to open while the knife blade is advanced. The knife blade was found to advance and retract smoothly along the knife track when the jaws were closed and the knife trigger was pulled. The knife trigger retuned to home position when the trigger was released. The device met specifications. Cautions are provided in the instructions for use (IFU) to prevent this issue. The investigation found the device to function normally and within specifications. The IFU states: to divide tissue, maintain steady pressure on the lever and pull the cutting trigger until a hard stop is reached. Then release the trigger to allow the blade to retract. The IFU also states: failure to maintain steady pressure on the lever while cutting could result in inadvertent reactivation of energy. The IFU also states: if the cutting trigger does not automatically return to position, open the lever to manually return the cutting trigger. The IFU also states: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter that after some activations, the handle began to stick when the surgeon was trying to open the jaws. He had to push open the jaws each time. The jaws were cleaned but the problem persisted. The surgeon used to the device to finish the procedure without any injury to the patient. The customer discarded the product.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after several activations of the device during a procedure the handle began to stick when the surgeon was trying to open the jaws. He had to push open the jaws each time. The jaws were cleaned but the problem persisted. The surgeon was able to use the device to finish the procedure. There was no impact or injury to the patient.